Event description:
Spacelabs¿ tech support received a call on (B)(4) 2013 that a command module model 90496 did not generate an alarm for asystole, although it did generate an alarm printout. No injury was reported as a result of this event.

Manufacturer narrative:
The tech support specialist advised the customer to check alarm settings in both the module and monitor, since the alarm printout that was provided by the customer confirmed an alarm condition occurred. The customer was unable to provide the model number for the monitor. A spacelabs¿ product specialist recently contacted the customer to obtain additional details regarding the event. The customer has not provided additional data. Due to the limited information available we were unable to determine root cause. This report is considered final and the issue is closed. Placeholder.